Event description:
Additional information reported the patient had a loss of therapeutic effect.

Event description:
It was reported that the patient felt no stimulation sensation. It was however unclear when the patient stopped feeling stimulation. At the time of the report, the patient increased stimulation past 8 v but still did not feel stimulation. The patient reportedly had pain in her hip, knee and leg. The reporter indicated that there was no known accident related to this. It was later confirmed that stimulation was on and the patient's program was switched but still could not feel stimulation. It was noted that the patient had an appointment with her healthcare provider the following day. The following day, it was reported that reprogramming was attempted but the patient could still not feel stimulation. It was not possible to turn stimulation up for the patient to feel. Impedances on contacts 1 and 4 were greater than 10,000 ohms. The patient was reprogrammed not using contact 1 as both of her previous existing groups were using that contact. Stimulation was subsequently provided in the requested areas.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a-56, lot# v083355, implanted: (B)(6) 2010. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3487a-56, lot# v083355, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).